Manufacturer narrative:
Lab testing results: the failure of this pcb can be traced to a bad ic on the pcb.

Event description:
Rental agency reports unit has various displays lit-vent inop. Unit failed out of box. No paitent involvement.